Manufacturer narrative:
The electrode remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock for t wave oversensing. It was also noted that the r wave appeared to have a low amplitude. Follow up was performed and it was noted that there is also right bundle branch blockage. The device was reprogrammed to use the most appropriate vector. This electrode remains in service. No additional adverse patient effects were reported.